Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided information to reset the pump, assisted the caller with the reset, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues arose again.